Event description:
The user facility reported that the patient with extracorporeal membrane oxygenation (ECMO) and impella cp support had transesophageal echocardiogram (tee) done. Tee images were difficult to see but it appeared that the impella was in the papillary muscle. With great effort the intensivist tried repositioning but was unable to free the impella. The cp was left running at p1 level because a higher level, suction alarms would return. The physician was aware that the impella catheter would require to be run at a higher level but will rest the heart with ECMO for now. The patient was stable.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information provided in b5 and d4. The investigation into the reported issue has been completed. No product was returned for evaluation. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Pump suction: no logs are available for the events. The cause of pump suction cannot be determined since insufficient clinical details were provided. The device passed all post sterile inspection checks.

Event description:
The device was successfully weaned.